Event description:
It was reported that the device had a downstream occlusion calibration failure. There was no patient involvement and no patient harm/ no adverse event reported.

Manufacturer narrative:
No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Investigation summary: the affected device was returned for evaluation in used condition and was decontaminated. Performed visual and functional testing. Dso seal was bubbled and lcd lens was scratched. Reported problem duplicated. The most probable cause is bad dso sensor. Replaced dso sensor to correct the issue. Cadd solis device passed all functional tests after the repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.